Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis found that the device had no telemetry or output. The device was fully functional when powered externally. Both loaded and unloaded pacing current drain levels were normal for this device over the range from bol (beginning of life) to rrt (recommended replacement time) voltages. Residual voltage and impedance measurements indicate there is no problem with the battery. The device was milled open for analysis. Visual inspection showed no anomalies. Without an explant date there is no way to determine how long since the device was explanted. With no data from the field there is no way to determine device longevity. The result of analysis is inconclusive.